Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and rash ("allergic reaction / allergic or hypersensitivity reaction ¿ rash"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, rash, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet was received. Reporter information updated. Plaintiff demographic added. Essure indication added. New events depression, mental anguish and she did not undergo confirmation test were added. Previously reported event abnormal bleeding updated to abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) and allergic reaction updated to rash. Event onset date were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included anemia. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dermatitis allergic ("allergic reaction / allergic or hypersensitivity reaction ¿ rash") with urticaria. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), iodine allergy ("allergic to iodine"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dermatitis allergic, iodine allergy, depression and anxiety outcome was unknown and the dysmenorrhoea, fatigue, migraine, headache, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, fatigue, headache, iodine allergy, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet- events hive , psychological or psychiatric problems condition: depression and mental anguish ,dysmenorrhea (cramping) , pain , fatigue were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included anemia. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dermatitis allergic ("allergic reaction / allergic or hypersensitivity reaction ¿ rash") with urticaria. On an unknown date, the patient experienced iodine allergy ("allergic to iodine"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy (full)). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, fatigue, migraine, headache, abdominal pain and back pain was resolving, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the dermatitis allergic, iodine allergy, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, fatigue, headache, iodine allergy, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received : event dysmenorrhea (cramping) clubbed to previous events. Event onset dates were added. Event outcome of cramping, pain and heavy bleeding were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 31-year-old female patient who had essure (batch no. 20205787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included cardiac pacemaker insertion in (B)(6) 2012, anemia, hyperplasia adrenal, angioedema, appendectomy, crohn's disease, cholecystectomy, lower gastrointestinal bleeding, diverticulitis, fibroids, anxiety, asthma, cardiac failure congestive, diabetes mellitus, obesity, respiratory failure, sleep apnea, viral meningitis, left lower quadrant pain, ovarian cyst, nausea, abdominal pain lower, hepatic enzyme abnormal, anaphylaxis, acquired c1 inhibitor deficiency, reflux esophagitis, diastolic dysfunction, dyspnoea, frank hematuria, hypertension, pregnancy, supraventricular tachycardia, type 2 diabetes mellitus, urinary tract infection, venous thrombosis, acute pharyngitis, anorexia, sore throat, bacterial vaginosis, bronchitis, hyperventilation syndrome, nontoxic multinodular goiter, respiratory failure, dysrhythmias, dysphonia, erythema ((flushing) history of type 2 diabetes mellitus 250.00), vaginal candidiasis, uterine bleeding, vocal cord disorder, vulvovaginitis, roux loop conversion, biopsy ovary, frank hematuria, sinus tachycardia, respiratory distress, arrhythmia, chest pain, palpitations, lightheadedness and swelling of face. Concurrent conditions included acute bronchitis, allergic rhinitis, anemia, hoarseness (with possible hereditary angioedema), polycystic ovarian syndrome, flushing, shortness of breath, neck swelling, itching and diarrhea. Concomitant products included insulin since 2011 and steroids since 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish and mental anguish"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), 28 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic reaction / allergic or hypersensitivity reaction ¿ rash") with urticaria and migraine ("migraine"). On an unknown date, the patient experienced iodine allergy ("allergic to iodine"), fatigue ("fatigue"), abdominal pain ("abdomen pain"), back pain ("back pain"), allergy to metals ("nickel allergy."), abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, fatigue, migraine, abdominal pain and back pain was resolving, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved, the dermatitis allergic, iodine allergy, allergy to metals and genital haemorrhage outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, iodine allergy, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 11-jul-2019: medical records received, new reporter , patient demographic patient relevant history ,essure lot number, expiration date were added on 12-jul-2019: follow-up 5th and 6th process together ,plaintiff fact sheet, essure start stop date ,concomitant medication and event nickel allergy, cramping, heavy bleeding and event outcome were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in a 31-year-old female patient who had essure (batch no. 20205787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included cardiac pacemaker insertion in (B)(6) 2012, anemia, hyperplasia adrenal, appendectomy, crohn's disease, cholecystectomy, lower gastrointestinal bleeding, diverticulitis, fibroids, anxiety, asthma, cardiac failure congestive, diabetes mellitus, obesity, respiratory failure, sleep apnea, viral meningitis, left lower quadrant pain, ovarian cyst, nausea, abdominal pain lower, hepatic enzyme abnormal, anaphylaxis, acquired c1 inhibitor deficiency, reflux esophagitis, diastolic dysfunction, dyspnoea, frank hematuria, hypertension, pregnancy, supraventricular tachycardia, type 2 diabetes mellitus, urinary tract infection, deep vein thrombosis leg, acute pharyngitis, anorexia, sore throat, bacterial vaginosis, bronchitis, hyperventilation syndrome, nontoxic multinodular goiter, respiratory failure, dysrhythmias, dysphonia, erythema ((flushing) history of type 2 diabetes mellitus 250.00), vaginal candidiasis, uterine bleeding, vocal cord disorder, vulvovaginitis, roux loop conversion, biopsy ovary, frank hematuria, sinus tachycardia, respiratory distress, arrhythmia, chest pain, palpitations, lightheadedness, swelling of face and right salpingo-oophorectomy. Concurrent conditions included hereditary angioedema, acute bronchitis, allergic rhinitis, anemia, hoarseness (with possible hereditary angioedema), polycystic ovarian syndrome, flushing, shortness of breath, neck swelling, itching and diarrhea. Concomitant products included insulin since 2011 and steroids since 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish and mental anguish"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), 28 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic reaction / allergic or hypersensitivity reaction ¿ rash") with urticaria and migraine ("migraine\headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), iodine allergy ("allergic to iodine"), fatigue ("fatigue"), abdominal pain ("abdomen pain"), back pain ("back pain") and allergy to metals ("nickel allergy."). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, fatigue, migraine, abdominal pain and back pain was resolving, the genital haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved, the dermatitis allergic, iodine allergy and allergy to metals outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, iodine allergy, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in a 31-year-old female patient who had essure (batch no. 20205787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included cardiac pacemaker insertion in may 2012, anemia, hyperplasia adrenal, appendectomy, crohn's disease, cholecystectomy, lower gastrointestinal bleeding, diverticulitis, fibroids, anxiety, asthma, cardiac failure congestive, diabetes mellitus, obesity, respiratory failure, sleep apnea, viral meningitis, left lower quadrant pain, ovarian cyst, nausea, abdominal pain lower, hepatic enzyme abnormal, anaphylaxis, acquired c1 inhibitor deficiency, reflux esophagitis, diastolic dysfunction, dyspnoea, frank hematuria, hypertension, pregnancy, supraventricular tachycardia, type 2 diabetes mellitus, urinary tract infection, deep vein thrombosis leg, acute pharyngitis, anorexia, sore throat, bacterial vaginosis, bronchitis, hyperventilation syndrome, nontoxic multinodular goiter, respiratory failure, dysrhythmias, dysphonia, erythema ((flushing) history of type 2 diabetes mellitus 250.00), vaginal candidiasis, uterine bleeding, vocal cord disorder, vulvovaginitis, roux loop conversion, biopsy ovary, frank hematuria, sinus tachycardia, respiratory distress, arrhythmia, chest pain, palpitations, lightheadedness, swelling of face and right salpingo-oophorectomy. Concurrent conditions included hereditary angioedema, acute bronchitis, allergic rhinitis, anemia, hoarseness (with possible hereditary angioedema), polycystic ovarian syndrome, flushing, shortness of breath, neck swelling, itching and diarrhea. Concomitant products included insulin since 2011 and steroids since 2011. On (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced depression ("depression") and anxiety ("mental anguish and mental anguish"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), 28 days after insertion of essure. In june 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic reaction / allergic or hypersensitivity reaction ¿ rash") with urticaria and migraine ("migraine\headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), iodine allergy ("allergic to iodine"), fatigue ("fatigue"), abdominal pain ("abdomen pain"), back pain ("back pain") and allergy to metals ("nickel allergy."). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, fatigue, migraine, abdominal pain and back pain was resolving, the genital haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved, the dermatitis allergic, iodine allergy and allergy to metals outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, iodine allergy, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: FDA device problem code added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 31-year-old female patient who had essure (batch no. 20205787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included cardiac pacemaker insertion in (B)(6) 2012, anemia, hyperplasia adrenal, appendectomy, crohn's disease, cholecystectomy, lower gastrointestinal bleeding, diverticulitis, fibroids, anxiety, asthma, cardiac failure congestive, diabetes mellitus, obesity, respiratory failure, sleep apnea, viral meningitis, left lower quadrant pain, ovarian cyst, nausea, abdominal pain lower, hepatic enzyme abnormal, anaphylaxis, acquired c1 inhibitor deficiency, reflux esophagitis, diastolic dysfunction, dyspnoea, frank hematuria, hypertension, pregnancy, supraventricular tachycardia, type 2 diabetes mellitus, urinary tract infection, deep vein thrombosis leg, acute pharyngitis, anorexia, sore throat, bacterial vaginosis, bronchitis, hyperventilation syndrome, nontoxic multinodular goiter, respiratory failure, dysrhythmias, dysphonia, erythema ((flushing) history of type 2 diabetes mellitus 250.00), vaginal candidiasis, uterine bleeding, vocal cord disorder, vulvovaginitis, roux loop conversion, biopsy ovary, frank hematuria, sinus tachycardia, respiratory distress, arrhythmia, chest pain, palpitations, lightheadedness, swelling of face, right salpingo-oophorectomy, palpitations, cardiovascular deconditioning, angioedema, flushing, hoarseness, shortness of breath, swelling of face, itching, abdominal pain lower, nickel sensitivity, anal fistula repair, appendectomy, cholecystectomy, tonsillectomy, shellfish allergy, allergic reaction to analgesics, allergic reaction to analgesics, allergic reaction to analgesics, shellfish allergy, iodine allergy, drug hypersensitivity, drug hypersensitivity, hyperplasia adrenal, anxiety, bunion and congestive heart failure. Concurrent conditions included hereditary angioedema, acute bronchitis, allergic rhinitis, anemia, hoarseness (with possible hereditary angioedema), polycystic ovarian syndrome, flushing, shortness of breath, neck swelling, itching and diarrhea. Concomitant products included cetirizine hydrochloride (zyrtec), diltiazem (cardizem), famotidine, hydrochlorothiazide, insulin since 2011, lorazepam (ativan), montelukast sodium (singulair) and steroids since 2011. On(B)(6)-2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish and mental anguish"). On (B)(6)-2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), 28 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic reaction / allergic or hypersensitivity reaction ¿ rash") with urticaria and migraine ("migraine\headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), iodine allergy ("allergic to iodine"), fatigue ("fatigue"), abdominal pain ("abdomen pain"), back pain ("back pain") and allergy to metals ("nickel allergy."). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6)-2012. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dermatitis allergic, abdominal pain and back pain had resolved, the iodine allergy and allergy to metals outcome was unknown, the depression and anxiety had not resolved and the fatigue and migraine was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, iodine allergy, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Lot number: 20205787 manufacture date: 2009-08 expiration date: 2012-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2021: mr received. Patient medical history, concomitant medications added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 31-year-old female patient who had essure (batch no. 20205787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included cardiac pacemaker insertion in (B)(6) 2012, anemia, hyperplasia adrenal, appendectomy, crohn's disease, cholecystectomy, lower gastrointestinal bleeding, diverticulitis, fibroids, anxiety, asthma, cardiac failure congestive, diabetes mellitus, obesity, respiratory failure, sleep apnea, viral meningitis, left lower quadrant pain, ovarian cyst, nausea, abdominal pain lower, hepatic enzyme abnormal, anaphylaxis, acquired c1 inhibitor deficiency, reflux esophagitis, diastolic dysfunction, dyspnoea, frank hematuria, hypertension, pregnancy, supraventricular tachycardia, type 2 diabetes mellitus, urinary tract infection, deep vein thrombosis leg, acute pharyngitis, anorexia, sore throat, bacterial vaginosis, bronchitis, hyperventilation syndrome, nontoxic multinodular goiter, respiratory failure, dysrhythmias, dysphonia, erythema ((flushing) history of type 2 diabetes mellitus 250.00), vaginal candidiasis, uterine bleeding, vocal cord disorder, vulvovaginitis, roux loop conversion, biopsy ovary, frank hematuria, sinus tachycardia, respiratory distress, arrhythmia, chest pain, palpitations, lightheadedness, swelling of face and right salpingo-oophorectomy. Concurrent conditions included hereditary angioedema, acute bronchitis, allergic rhinitis, anemia, hoarseness (with possible hereditary angioedema), polycystic ovarian syndrome, flushing, shortness of breath, neck swelling, itching and diarrhea. Concomitant products included insulin since 2011 and steroids since 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish and mental anguish"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), 28 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic reaction / allergic or hypersensitivity reaction ¿ rash") with urticaria and migraine ("migraine\headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), iodine allergy ("allergic to iodine"), fatigue ("fatigue"), abdominal pain ("abdomen pain"), back pain ("back pain") and allergy to metals ("nickel allergy."). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dermatitis allergic, abdominal pain and back pain had resolved, the iodine allergy and allergy to metals outcome was unknown, the depression and anxiety had not resolved and the fatigue and migraine was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, iodine allergy, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Lot number: 20205787 manufacture date: 2009-08, expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 31-year-old female patient who had essure (batch no. 20205787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included cardiac pacemaker insertion in (B)(6) 2012, anemia, hyperplasia adrenal, appendectomy, crohn's disease, cholecystectomy, lower gastrointestinal bleeding, diverticulitis, fibroids, anxiety, asthma, cardiac failure congestive, diabetes mellitus, obesity, respiratory failure, sleep apnea, viral meningitis, left lower quadrant pain, ovarian cyst, nausea, abdominal pain lower, hepatic enzyme abnormal, anaphylaxis, acquired c1 inhibitor deficiency, reflux esophagitis, diastolic dysfunction, dyspnoea, frank hematuria, hypertension, pregnancy, supraventricular tachycardia, type 2 diabetes mellitus, urinary tract infection, deep vein thrombosis leg, acute pharyngitis, anorexia, sore throat, bacterial vaginosis, bronchitis, hyperventilation syndrome, nontoxic multinodular goiter, respiratory failure, dysrhythmias, dysphonia, erythema ((flushing) history of type 2 diabetes mellitus 250.00), vaginal candidiasis, uterine bleeding, vocal cord disorder, vulvovaginitis, roux loop conversion, biopsy ovary, frank hematuria, sinus tachycardia, respiratory distress, arrhythmia, chest pain, palpitations, lightheadedness, swelling of face and right salpingo-oophorectomy. Concurrent conditions included hereditary angioedema, acute bronchitis, allergic rhinitis, anemia, hoarseness (with possible hereditary angioedema), polycystic ovarian syndrome, flushing, shortness of breath, neck swelling, itching and diarrhea. Concomitant products included insulin since 2011 and steroids since 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish and mental anguish"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), 28 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic reaction / allergic or hypersensitivity reaction ¿ rash") with urticaria and migraine ("migraine\headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), iodine allergy ("allergic to iodine"), fatigue ("fatigue"), abdominal pain ("abdomen pain"), back pain ("back pain") and allergy to metals ("nickel allergy."). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dermatitis allergic, abdominal pain and back pain had resolved, the iodine allergy and allergy to metals outcome was unknown, the depression and anxiety had not resolved and the fatigue and migraine was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, iodine allergy, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome for allergic reactions, pelvic, abdominal and back pain updated to recovered / resolved a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.